Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed that the power consumption was increasing in a gradual fashion. This appears consistent with capacitor degradation due to hydrogen gas content in the sealed pg atmosphere. Device replacement was recommended. Additional information from the field representative was obtained which was indicated that the physician was working with the patient and scheduled the replacement date. At this time, this ICD remains in service, and there were no adverse patient effects reported. Additional information received which indicated that the device was surgically explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed that the power consumption was increasing in a gradual fashion. This appears consistent with capacitor degradation due to hydrogen gas content in the sealed pg atmosphere. Device replacement was recommended. Additional information from the field representative was obtained which was indicated that the physician was working with the patient and scheduled the replacement date. At this time, this ICD remains in service, and there were no adverse patient effects reported. Additional information received which indicated that the device was surgically explanted and replaced. No additional adverse patient effects were reported. Additional information received which indicated that the device exhibited premature battery depletion (pbd). This device was surgically explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed that the power consumption was increasing in a gradual fashion. This appears consistent with capacitor degradation due to hydrogen gas content in the sealed pg atmosphere. Device replacement was recommended. Additional information from the field representative was obtained which was indicated that the physician was working with the patient and scheduled the replacement date. At this time, this ICD remains in service, and there were no adverse patient effects reported.